Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer reported a blood glucose value of 50 mg/dl. The customer reported hypoglycemia treated with ems/ambulance/ER visit. And glucose. The event involved product(s) mmt-1715k, mmt-397a, mmt-332a. Troubleshooting was performed and it was unknown whether the insulin pump was utilized within 48 hours of the event. No further patient complications were reported. Mmt-1715k was requested and the customer response was the device will be returned. No product return is required for mmt-397a. No product return is required for mmt-332a.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Low was also treated with glucagon, besides juice and the paramedics. Customer declined troubleshooting.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. The pump's serial number label was tampered with and was loosely applied to the back of the case. The internal serial number listed in the pump status screen is (B)(6). The pump's serial number label is (B)(6). The following were noted during visual inspection: minor scratched display window, scratched case, loose/peeling/stained/faded serial number label and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the usertimedatechange listed in the pump history file. 06/15/2021 00:01:30.000 usertimedatechange, oldsystemtime = 06/15/2021 00:01:30.000, newsystemtime = 06/04/2024 09:32:30.000. Unable to verify bolus delivery, source of boluses delivered, daily total of all insulin delivered and any alarms/suspends for event date 16-may-2024 due to no data available in the pump history file. Unable to perform the history review 1 week prior to the event date 16-may-2024 in the pump history file due to no data available. The pump passed the functional testing. Unable to confirm alleged hypoglycemia (low bgs). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.